Event description:
During a review of pt programming history, it was revealed that a vns pt had received a high impedance warning during system diagnostics testing. The pt underwent a full revision surgery soon afer receiving these results. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.